Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable. Blocks e1 & g2: country is canada. Block h3 & h6: a philips rep visited the site to investigate the failure. Testing was performed on the pim cable and two (2) available pims, and confirmed all three (3) components worked fine. The system was recognized and the error with the pim cutting out could not be reproduced; therefore, no device problem found. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a core mobile system was used in an emergent procedure. During use, system could not be recognized and the pim would cut out. Attempts were made to unplug, replace the catheter, and restart the system, but the issue persisted. The case was aborted and another modality was used to complete the procedure. No patient injury reported. This product problem is being reported because the system could not be used during an emergent case, resulting in a potential for harm due to the delay of the procedure.